Event description:
On (B)(6) 2011, the lay user/patient in the (B)(6) contacted lifescan to report the onetouch verio meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011, the patient obtained the error 2 error message on the reported meter upon test strip insertion; she did not obtain a blood glucose reading. At that time, the patient experienced no symptoms of high or low blood glucose levels. At 10:00 am, the patient administered self-treatment by taking eight units actrapid insulin; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique and test strips were correct. The issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However as the meter error message issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k093745.